Event description:
It was reported that the customer experienced hyperglycemia after a cgm reading discrepancy, with the cgm indicating 47 mg/dl while a fingerstick measured 198 mg/dl; the customer replaced the cgm sensor and reported persistently elevated blood glucose and planned to replace the inset infusion set independently. Symptoms included elevated blood glucose without acute complications. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included a review of reported cgm accuracy concerns and infusion set performance based on customer feedback. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified from available information. It was concluded that the event involved hyperglycemia of unclear cause and that the reported cgm discrepancy and infusion set concerns remain unconfirmed contributors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.